Event description:
Customer rpeorted device + 296+ mg/dl. Customer was having hypoglycemic symptoms. Emergency service was called and their device = 40 mg/dl. Customer was given an IV and admitted to the hospital. No controls used. Strips were expired. A request was made for return product and replacement product was sent.